Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that the pi was re-applanated, procedure completed with no further incident. Pi was not returned and one (1) flap/ring procedure was replaced. There was no patient injury reported and no surgical intervention was required. This is report 3 of 3.

Manufacturer narrative:
Upon further review of this file it was determined that this report was inadvertently filed as it should not have been considered a reportable event as there was not 3 reports and only 1 report of suction loss during laser firing. Therefore no further reports will be submitted under this manufacturer report number (3006695864-2018-01556). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.